Manufacturer narrative:
Received one (1) used list# 011-h3419, 41 cm (16") appx 2.7 ml, pur dilution lateral line set w/clave®, rotating luer; one (1) used list# unknown, nacl 0.9% 250ml IV bag. As received, a crack was observed on the bag spike. The reported complaint of leak at the bag spike can be confirmed due to the crack found. The probable cause of the crack is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on: 3/19/2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
A complaint/event occurred on an unspecified date and involved a 41 cm (16") appx 2.7 ml, pur dilution lateral line set w/clave®, rotating luer. The device reportedly leaked at the connection which is inserted into the bag during administration to the patient. The customer considered the possibility of an interaction issue between the drug (cyclophosphamide 2000mg/4ml from reddy pharma) and the tubing of the device. The cyclophosphamide IV infusion was prepared in a 250ml bag nacl 0.9%. The patient called the liberal nurse during the infusion because the product was flowing along the tubing. The patient had some product on her hand, and there was some on the ground and on the pump. 184ml were administered, 68ml remains to be administered. There was exposure of cytotoxic drug to the liberal nurse. In agreement with the patient's doctor, her treatment was stopped and the bag was put in isolation. The leak was cleaned as per facility protocol with a specific kit used. There was no delay in therapy, no need for medical intervention.